Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was to be implanted in the esophagus to treat an approximately 4cm malignant stricture during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, after the stent deployment, it was confirmed through imaging that the stent had migrated. The stent was removed using grasper and a longer stent was used to complete the procedure. There were no patient complications reported as a result of this event.